Event description:
On (B)(6) 2014, abbott point of care (apoc) was contacted by a customer regarding I-stat 6+ cartridges that yielded a suspected discrepant sodium result of 165 on a patient on (B)(6) 2014. There was no patient information available at the time of this report. Time: 09:00 am, method: I-stat, na result: 165, sample: a. 09:50 am, I-stat, 143, b. 10:04 am, artichect, 143, c. There were no injuries reported with this event. Sample type and times were not available. The patient was not treated on the I-stat results. At this time there is no reason to believe based on the information available that product is not performing as intended. However, the sodium result of 165 is suspect and an investigation has been initiated.

Manufacturer narrative:
(B)(4). The investigation was completed on 04/16/2014. Retain and returned cartridges were tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).